Event description:
It was reported that a patient experienced a breach in aseptic technique coincident with peritoneal dialysis (pd) therapy, resulting in peritonitis. The patient was hospitalized for this event. The patient was treated with 1g fortum and 1gm reflin. The routes, dosages and frequencies of these treatments is unknown. At the time of this report the patient remained in the hospital and was recovering from this event. It was not reported if the patient was retrained in administration of pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.